Event description:
It was reported that the patient presented for a cardioversion procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited loss of capture. X-ray further confirmed that the ra lead was micro-dislodged. The device was programmed to vvi mode to address the atrial loss of capture. Due to the physician¿s concern regarding the patient¿s atrioventricular (av) block, the ra lead was later explanted and replaced. No patient consequences were reported and the patient remained stable throughout the procedure.